Manufacturer narrative:
Additional information added to describe event or problem and suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a myocardial infarction. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a myocardial infarction. The patient was hospitalized and unspecified medical intervention was performed. The patient's current condition is unknown. It is unknown if the device will be returned for analysis. It was further reported that three coronary artery bypass grafts (cabgs) with an endoscopic vein harvest, left atrial appendage (laa) clip, and left anterior descending (lad) artery endarterectomy were performed as interventions. The patient had elevated troponins at 2350 at the time of the event. An angiogram showed findings of branch vessel disease and moderate mid right coronary artery (rca) stenosis. The patient was noted to be in stable condition after appearing for a follow-up office visit. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the patient experienced a myocardial infarction. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a myocardial infarction. The patient was hospitalized and unspecified medical intervention was performed. The patient's current condition is unknown. It is unknown if the device will be returned for analysis. It was further reported that three coronary artery bypass grafts (cabgs) with an endoscopic vein harvest, left atrial appendage (laa) clip, and left anterior descending (lad) artery endarterectomy were performed as interventions. The patient had elevated troponins at 2350 at the time of the event. An angiogram showed findings of branch vessel disease and moderate mid right coronary artery (rca) stenosis. The patient was noted to be in stable condition after appearing for a follow-up office visit. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that myocardial infarction, cardiac enzyme elevation, and dyspnea are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of myocardial infarction, enzyme elevation, cardiac and dyspnea are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of myocardial infarction, cardiac enzyme elevation, and dyspnea are known inherent risk of the farawave device. Myocardial infarction is an expected procedural complication addressed within the IFU for the farawave catheter. The reported myocardial infarction is supported by elevated troponin levels evidence of significant underlying coronary artery disease. The enzyme elevation, cardiac and dyspnea likely were present during cabgs procedure and directly consequences that evidence the coronary artery issue and could be present during these interventions. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a myocardial infarction. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a myocardial infarction. The patient was hospitalized and unspecified medical intervention was performed. The patient's current condition is unknown. It is unknown if the device will be returned for analysis.